Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs in 2009 alleging an error 3 message on their one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact lfs to obtain further clinical info: the pt mentioned that five days prior to contact lifescan, before dinner, the pt tested his blood glucose and obtained an error 3 message. The pt went and increased her dosage of "glimeride" 1 pill. At an unspecified time later, the pt developed symptoms of feeling lightheaded and nauseous. The pt self-treated with oral medication. The pt was not tested on another device and did not seek any further medical attention or contact her physician for assistance. Customer care advocate (cca) assisted the pt in walking through a proper test and the issue was not resolved. It would have been helpful to know whether the pt increased their dosage of oral medication before symptoms and then again after symptoms. The complaint is being reported since the pt alleged that due to the error 2 message she was unable to test and later developed symptoms suggestive of hypoglycemia.